Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and crease/folding of implant was received on (B)(6)2023, with lot number 2864652. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and observed three openings on radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. Crease/folding of implant: no observed creases on the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported intracapsular rupture of the right implant diagnosed via MRI. Device was explanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported intracapsular rupture of the right implant diagnosed via MRI. Device was explanted.